Event description:
Complainant alleged that the medics responed to a call for a 74 year old male patient who was complaining of shortness of breath. The medics monitored the patient using a three lead electrocardiogram cable and three lead electrocardiogram electrodes. The patient was presenting short runs of ventricular tachycardia. The medics then changed to a multi-function cable and multi-function electrodes, but the screen display was blooming, and when the medics pushed the charge button, the device charged, but then displayed status 66 and 93 error messages. The screen then went blank. The medics then changed back to the three lead electrocardiogram cable and three lead electrocardiogram electrodes, and the screen displayed the patient's heart rhythm. The patient continued to present "short runs of v-tach rhythms." The medics treated the patient with drug therapy. The patient never went into a sustained ventricular tachycardia heart rhythm. The patient was transported to the hospital emergency room. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.